Event description:
The catheter was placed (B)(6) 2012 into the right antecubital fossa. When the catheter was removed, a portion of the catheter tubing remained in the pt¿s arm. An ultrasound was performed and the catheter was located. The pt was discharged from emergency (B)(6) 2012.

Manufacturer narrative:
The sample is available for eval. Add¿l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).